Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating a pump was infusing veletri and was alarming with no message on the screen. No adverse patient effects were reported. No additional information is available at this time